Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd) as the device remaining battery level was from 10 years down to 3 years in just less than 1 months. The current consumption was 145 percent. Data analysis was requested to have this device analyzed which confirmed the device is exhibiting pbd. As of this time, device remains in service. No adverse patient effects were reported.